Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Electrical insulation between conductor wires 1-4 and the thermocouple wires was also tested while the catheter was deflected and un-deflected. A short circuit between electrode 1 and electrode 2 was detected. The short circuit was observed when the catheter was deflected and undeflected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause of the initially observed short circuit remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a short circuit.